Event description:
Baxter turkey reports three fiber leaks at the onset of the pt treatment. The dialyzers were changed and the treatments continued without incident. The dialyzers were preprocessed prior to initial use when blood leak was noted. Baxter complaint coordinator reports no pt injury.